Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported ,the device exhibited accuracy issues. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was intact. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. The pump was found to be slightly over delivering to the manufacturing specifications. The white powder found on the downstream occlusion sensor of the chassis base caused possible damaged to the expulsor gasket that contributed to the inaccurate delivery. As a result, the expulsor assembly was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. A1, d10, and h3 were updated, b3 unknown, d3, g1, and g2 email is: (B)(4).